Manufacturer narrative:
The returned screw was evaluated. The tip of a mating driver was found to have broken off and was stuck within the pentalobe of the screw head. A dimensions inspection of the screw's pentalobe found that it was in tolerance. There were no device problems detected. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This patient is associated with reports 3012447612-2017-00698 - 3012447612-2017-00699.

Event description:
It was reported that a pedicle screw broke during surgery while being installed. It was replaced with an alternative screw to complete the procedure. There were no reports of patient impacts.